Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 405 mg/dl and as low as 40 mg/dl. Customer treated their high blood glucose level via insulin pens and that is also the reason for the patient going low. Customer also reported of receiving no delivery alarms. Troubleshooting was performed and no delivery alarm persisted. Customer was advised that no delivery alarm may have been caused by set occlusion. Customer changed the infusion set and would send it back for analysis.